Event description:
Nurse practitioner says that both of the tenaculum tips and the locking rachet broke during an iud procedure. She believed the size of the broken tips were approximately 5mm for the left tip and 2 to 3mm for the right tip. One tip remained lodged in pt; other tip was retrieved. Nurse practitioner said that a laceration was in back of cervix from 4 o'clock to 8 o'clock position. Pt had slight bleeding. Pt left, rescheduled appointment, checked a week later, and everything was fine. Nurse practitioner said date of occurrence was (B)(6) 2012. Gyn disposables was not informed of occurrence until (B)(6) 2012, during a sales call. Product not available for eval.